Event description:
Boston scientific received info that during a routine in-clinic follow up, this right atrial lead exhibited increased pacing threshold measurements, unspecified changes in pacing impedance measurements and sensing. X-ray imaging performed one week later revealed that the lead had dislodged due to twiddler's syndrome. The lead was observed to be wrapped around the implantable cardioverter defibrillator. An invasive procedure was performed. The lead was successfully explanted and replaced. No adverse pt effects were reported.